Event description:
An executive district manager reported an end user experienced an issue when using a 2.0 auryon catheter. The treating physician used a 2.0 auryon catheter for an sfa isr long lesion. He treated 2xs on 50mj & 2xs on 60mj with an excellent result post laser. He removed the auryon catheter and then ballooned the post with an excellent result. When dr. (B)(6) removed the balloon he noticed a small piece of metal that had just fallen outside the sheath. The case was completed successfully. Dr. (B)(6) said the metal piece could have been part of the terumo sheath; however, the tech believes it was either the ivus or terumo sheath, not from the catheter. All agreed that it was not auryon catheter and that it was a piece of the sheath after they inspected auryon catheter, they felt it not necessary to discuss it any further and threw it away. It was confirmed that nothing was retained inside the patient. There was no report of the patient experiencing any adverse effects, harm, or requiring medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Without receiving a catheter for evaluation, a definitive root cause could not be determined. The lot/serial number of the catheter used was not reported by the end user, therefore, a ship history report (shr) was performed. The DHR review of the catheter s/n from the shr confirmed that the catheter met all material, assembly, and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0100) is provided with the catheter device and contain the following statements: warnings: - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
A review of the distribution records was performed for the reported catheter serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e. No ncr written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter serial number (B)(6). The review confirmed that the catheter met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. There have been no previously reported complaints for catheter lot 35424 for a similar failure mode. The auryon catheter was discarded and will not be returned. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).